Manufacturer narrative:
*Investigation. X-inspect returned samples. *analysis and findings complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/11 under wo #(B)(4) and shipped on 2/2/12. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93556, this unit was at csi on 12/19/19. Visual evaluation: visual examination of the complaint unit revealed physical damage to the foot pedal. Functional evaluation: unit was not functioning properly. Unit did not activate, but has power. Root cause: the foot pedal is used to activate the device via air displacement. The hole on the foot pedal was found detached. A detached hose would prevent the foot pedal from activating the internal pneumatic switch. Note: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. *correction and/or corrective action. The foot pedal hose was re-attached and secured in place. After replacing the diaphragm as well, the unit was tested to specifications and returned to the customer. Pertaining to the diaphragm: coopersurgical service and repair replaced the diaphragm on the unit and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, (B)(4). The IFU was also updated to add a safety check via (B)(4). A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. *preventative action activity reference (B)(4).

Event description:
Customer states possibly may need new diaphragm. Order: (B)(4). E-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/11 under wo # (B)(4) and shipped on 2/2/12. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93556, this unit was at csi on 12/19/2019. Visual evaluation: visual examination of the complaint unit revealed physical damage to the foot pedal. Functional evaluation: unit was not functioning properly. Unit did not activate, but has power. Root cause: the foot pedal is used to activate the device via air displacement. The hole on the foot pedal was found detached. A detached hose would prevent the foot pedal from activating the internal pneumatic switch. Note: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit.

Event description:
Customer states possibly may need new diaphragm. Order: (B)(4). (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Customer states possibly may need new diaphragm. Order: (B)(4). (B)(4).